Manufacturer narrative:
We are unable to determine if any product condition could have contributed to the reported hospitalization and hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported that the patient was hospitalized due to high blood glucose (bg) levels exceeding 400 mg/dl, ketones present and vomit, while wearing the pod on the abdomen between 24 and 36 hours. The patient applied a new pod and was treated with fluids at the hospital.